Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had pump error. The customer was able to clear and rewind the alarm but the error reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black the insulin pump was returned for unexpected insulin pump error 15 alarms found on (B)(6) 2021. Insulin pump successfully downloaded traces and history files using thump. Device passed the displacement test and self test. No unexpected insulin pump error 15 alarms noted during testing, however insulin pump error 15 (file number = 0; line number = 1938) found in insulin pump history/trace files on (B)(6) 2021 at 12:55am. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case and pillowing keypad overlay. Insulin pump error 15 (file number = 0; line number = 1938) confirmed in the insulin pump history/trace files on (B)(6) 2021 at 12:55am due to software anomaly as per global logic analysis (esf #3764385). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for unexpected pump error 15 alarms found on december 15, 2021. Insulin pump successfully downloaded traces and history files using thump. Device passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing, however pump error 15 (file number = 0; line number = 1938) found in insulin pump history, trace files on 12/15/2021 at 12:55am. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap, reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case and pillowing keypad overlay. Pump error 15 (file number = 0; line number = 1938) confirmed in the insulin pump history, trace files on 12/15/2021 at 12:55am due to software anomaly as per global logic analysis (esf #3764385). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.